Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. To fix the malfunction the fse replaced the compressor and completed maintenance on the iabp.

Event description:
It was reported that on (B)(6) 2018 regular maintenance was performed on the cardiosave intra-aortic balloon pump (iabp) by a field service engineer (fse), and during a drive regulator calibration test, the pressure did not increase more than 340mmhg, which is out of specification. No patient involvement or adverse event was reported.

Event description:
It was reported that on (B)(4) 2018 regular maintenance was performed on the cardiosave intra-aortic balloon pump (iabp) by a field service engineer (fse), and during a drive regulator calibration test, the pressure did not increase more than 340mmhg, which is out of specification. No patient involvement or adverse event was reported.